Manufacturer narrative:
H11 - manufacturer narrative: the reported events of separation failure, low impedance, and a connection problem were not confirmed, while the reported event of a stretched helix was confirmed. Visual inspection of the device noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, found no anomaly contributing to reported events of impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.correction: previous section b5 should not have mentioned "new information received noted patient's anatomy was reversed (situs inversus) which may have led to the implant difficulties." Patient condition was moved to section b7.

Event description:
New information received noted patient's anatomy was reversed (situs inversus) which may have led to the implant difficulties.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that physician encountered decreased pacing impedance during implant of a leadless pacemaker after fixating the device. The issue continued even after un-fixating and re-fixating three times. Doctor then attempted to release the device to further investigate the issue. Device failed to release and also failed to re-dock. Device had to be manually rotated to un-fixate from patient's tissue. The device's helix then became stretched while removing from the patient's body. A new pacemaker was used to complete the procedure. Patient did not experience any consequences.